Manufacturer narrative:
The investigation into patient's infection/sepsis has been completed. No product was returned. The root cause of the infection/sepsis issue was patient condition related, as per the clinical description provided and the unknown relation to impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 19-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team was concerned about an infection at the surgical site and that lead to the patient having the pump exchanged for a new one.